Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic colectomy, there had been anastomotic leak and bleeding from the staple line.